Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the seal on the top of the trocar was splitting on the trocar sleeve. There was no consequence to the pt.